Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ tri-extension set 15 cm (6 in) 2.25 ml had broken valves. No serious injury or medical intervention was reported.

Event description:
It was reported that bd q-syte¿ tri-extension set 15 cm (6 in) 2.25 ml had broken valves. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: three samples were received in support of this complaint. The samples received showing the reported defect. Based on the description received, the broken connector is not caused in the nogales manufacturing process. The failure mode can¿t be reproduced in the current manufacturing process and the failure mode can¿t be confirmed. The reported luer connector end is not used in the process. No findings in qns/ncmr/DHR about the lot number 7209508 was found. This is considered as an isolated issue. Investigation conclusion: some plastic materials may be affected by chemicals such as alcohol that might cause some dryness on the parts and potentially being damaged when applied an excessive pressure when connected. No chemicals are used in the nogales manufacturing process. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.